Event description:
A user facility submitted a repair request to the olympus service center indicating, the high-definition lcd monitor could not turn on, and even when it does, it would black out in the middle of the operation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred on (B)(6) 2022, during a diagnostic colonoscopy procedure, and the procedure was completed with a similar device with no delay. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue occurred due to faulty printed circuit board. However, the root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.